Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient underwent an unrelated surgery and the ipg was not placed in surgery mode. The ipg was unable to communicate. Surgical intervention may take place at a later date to address the issue.